Event description:
The customer reported that the system's c-arm would expose on its own without the customer's input to do so during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced both the handswitch and the footswitch. The system was tested and found to be working as intended and put back in service.